Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for evaluation. Subsequent information revealed the device was discarded. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, 80% stenosed, distal left anterior descending coronary artery, the 3.0 x 38 mm xience prime stent delivery system (sds) was advanced, but could not cross the lesion. During removal the sds met resistance with the balance middleweight universal ii (bmwuii) guide wire, but was removed from the anatomy. After removal it was noted the bmwuii was bent. A second sds was used in the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The balance middleweight universal ii (bmwuii) referenced is being filed under a separate manufacturing report #.